Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed a crack along the seam weld and a dented bottom cover. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented several electrical tests from being performed. The device passed an electrical test performed. The scanning electron microscopy analysis confirmed a crack in the seam weld. The internal visual inspection noted silver migration across an electrical component, and that an inductor was loose. The failure of this device is attributed to excessive moisture through a gross leak at the seam weld. This is ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a crack along the seam world. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented several electrical tests from being performed. The device passed an electrical test performed. The scanning electron microscopy analysis confirmed a crack in the seam weld. The internal visual inspection noted silver migration across an electrical component, and that an inductor was loose. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed a crack along the seam weld. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented several electrical tests from being performed. The device passed an electrical test performed. The scanning electron microscopy analysis confirmed a crack in the seam weld. The internal visual inspection noted silver migration across an electrical component, and that an inductor was loose. The failure of this device is attributed to excessive moisture through a gross leak at the seam weld. This is ultimately caused the device to cease functioning. This is the final report.